Event description:
A customer's parent reported via phone call indicating that their (B)(6) has a leak from their reservoir. The parent stated that it happened twice but the last leak was from the infusion set. The customer has a blood glucose level was over 250 mg/dl at the time of the call. The parent declined troubleshooting at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.